Manufacturer narrative:
(Product problem box unchecked/adverse event box checked).

Event description:
Customer reported that blood glucose (bg) lowered to 19 mg/dl due to the previously reported stacking of insulin. Customer was treated in the emergency room (ER) with glucose and fruit juice. After 12 hours, customer left ER feeling tired, cold and hungry. Bg was 235 mg/dl.

Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer stacked insulin via the pump and experienced a blood glucose (bg) level of 68 mg/dl. To treat the low bg level, the customer consumed candy. Recommendation was made to consult with health care provider regarding diabetes management.